Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor that day, wire was missing from underside of sensor pod. Patient was able to feel wire protruding from insertion site. Patient's wife removed wire from skin.at the time of his call to technical support, patient reported slight itch at site, but that he is in fine condition.